Event description:
Related manufacturer's reference number: 2017865-2021-34297. The patient presented in the hospital. It was observed the patient had pocket erosion and was at high risk for infection. The patient's pacemaker was explanted. The right ventricular lead was explanted and had a temporary lead placed. The patient was in stable condition.